Event description:
The user facility reported to terumo cardiovascular that prior to cardiopulmonary bypass surgery, out-of-box, the connection area is damaged (arterial filter). The event did not cause delay in surgical procedure.

Manufacturer narrative:
Terumo did not receive the actual device and further investigation is necessary. Terumo plans on submitting a f/u report when more info becomes available. (B)(4).